Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08920. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the original equipment manufacturer (OEM) could not conduct a review of the device history records (DHR) as no DHR was found. The investigation was completed by the OEM determined that the cause of the defective/intermittent front panel indicators was potentially due to the parts on the cm board failed from aging degradation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced asset video system was returned to the service center for a physical evaluation. The evaluation found the front panel display malfunctions intermittently. Additionally, the printed circuit board (cm) was found defective and one of the spacers (dp3) was damaged. The video system was repaired back to standard specifications and returned to inventory. The root cause of the reported malfunction cannot be determined at this time as the investigation is ongoing. However if additional information becomes available, this report will be updated accordingly.

Event description:
During a standard service inspection of a customer returned asset, the front panel display of the visera elite video system center intermittently malfunctions. The customer did not report any problems associated with the device and there was no patient injury or harm reported.